Manufacturer narrative:
510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the head element of the trochanteric femoral nail advanced (tfna) fenestrated lag screw was discovered broken on an x-ray result after a hip surgery. Original date of implant was on (B)(6) 2019. The head element of the tfna fenestrated lag screw was planned to be removed on wednesday. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown - trochanteric femoral nail advanced (tfna) helical blade: (part # unknown, lot # unknown, quantity # 1), unknown trochanteric femoral nail advanced (tfna) nail: (part # unknown, lot # unknown, quantity # 1) . This report is for one (1) unknown - nail head elem: tfna lag screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3-unknown date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown trochanteric femoral nail advanced (tfna) nail: (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: review of the x-ray image revealed a lag screw broken into two pieces. The lateral piece of the lag screw, which remained assembled with an unknown nail, appeared to have migrated/cut-out of the patient's femoral neck. The condition of the lag screw represented in the x-ray agreed with the complaint description; the complaint was confirmed with investigation. Review of the design drawings and manufacturing records could not be performed as the device was unknown. Conclusion: the complaint was confirmed with review of the supplied x-ray image. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. The current risk assessment document was found to appropriately address the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had experienced pain, the head element of the trochanteric femoral nail advanced (tfna) fenestrated lag screw was discovered broken on an x-ray result after a hip surgery. Original date of implant was on (B)(6) 2019. The head element of the tfna fenestrated lag screw was removed on wednesday, (B)(6) 2019, and surgery was revised to total hip. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown trochanteric femoral nail advanced (tfna) nail: (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unknown distal locking screw: (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned to us customer quality. Investigation will be based on one x-ray that was provided. Review of the x-ray image revealed a lag screw broken into two pieces. The lateral piece of the lag screw, which remained assembled with an unknown nail, appeared to have migrated/cut-out of the patient's femoral neck. The condition of the lag screw represented in the x-ray agreed with the complaint description; the complaint was confirmed with investigation. Review of the design drawings and manufacturing records could not be performed as the device was unknown. Risk documentation review the risk assessment document for tfna was reviewed. Review found that the complaint is adequately addressed by the risk assessment. Conclusion the complaint was confirmed with review of the supplied x-ray image. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. The current risk assessment document was found to appropriately address the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.